Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed bottom cover silicone damage, a slice near the array, and a migrated electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy of the electrode noted that un-vaporized parylene was observed inside the contact welds at some electrodes. These are not believed to be related to the return reason. This device was explanted for medical reasons. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.